Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead was capped and a new rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, (B)(6) 2010; 5076-45, implantable pacing lead, (B)(6) 2010. (B)(4).